Manufacturer narrative:
New information: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h7, and h10. The rectoscope tube ø 19mm wl 211mm 8834075, batch #1446330 was investigated in accordance with the test instructions. The device has severe signs of usage such as dents, bumps and scratches. The metal insulating cap is missing, the user facility did not returned it with the reported device. The root cause of the missing insulating cap is mechanical impacts on the device which may have occurred during transport within the user facility, during preparation prior use, during use or in a combination of these. The rectoscope tube ø 19mm wl 211mm 8834075, batch #1446330 was manufactured on 27/jul/2020. The batch consisted of 8 pieces. No issues were identified during production. No further complaints with the same device issue were received. The IFU ga-f 043 / en / 2013-08 v3.0 / pk18-9297 contains safety instructions about the checks prior and after each use as well as safety notes about use of previously damaged device in section 7 checks. The subject issue of unusable device is present in the risk management file d3: reusable sheaths, tubes, rev.: v00. The overall probability of occurrence for this issue remains at previously defined levels and overall risk of the device remains in the acceptable category.

Event description:
A user facility representative has informed richard wolf gmbh an issue regarding a rectoscope tube ø 19mm wl 211mm, part ID: 8834075, batch # 1446330. According to the received information: "when retracting the rectoscope during examination, the metal end piece came loose and got stuck in the rectum. Removal of the end piece with proctoscope, forceps and needle holder by detaching the end piece. The procedure could not be completed due to defective device." According to the user, there was no harm to the patient.